Manufacturer narrative:
(B)(4).

Event description:
Information was received form a consumer and a healthcare provider (hcp) regarding a patient r receiving lioresal 2000 mcg/ml (dose 309.9 mcg/day). The lot number was unknown. Indication for use was known as intractable spasticity. The patient experienced an increase in spasticity, specifically withdrawal symptoms after skiing activities. The date of onset was unknown. A company representative interrogated the pump on (B)(6) 2016 and it was found to be operating normally. There were no alarms in the logs. On (B)(6) 2016 the hcp was seeking a company representative to help with troubleshooting and a revision would possibly occur. A catheter dye study was performed on (B)(6) 2016. The catheter was patent and a pump rotor study proved the pump to be functioning normally. Due to the results of the tests, a catheter revision did not occur. The long-term plan was to have the patient follow-up with her physician back in michigan. Additional information was received from a consumer via a healthcare provider (hcp). The current pump was implanted in (B)(6) 2012 and refilled in (B)(6) 2015 and the therapy was ongoing. Other medications the patient was taking at the time of the event included miralax and vitamin d. The patient's pertinent medical history includes cerebral palsy; (allergies) included diazepam causing mental status changes. The parent reported withdrawal symptoms and the patient was admitted to a hospital in (B)(6) . The withdrawal was treated and dye study performed and was all normal. Medical records were requested, but not available at this time. The patient was back to school and no symptoms. If additional information is received, a follow-up report will be sent.